Manufacturer narrative:
The suspect device was not returned to olympus and a root cause cannot be determined.

Event description:
A user facility reported to olympus they were unable to obtain an image from the cv-190. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Olympus technical assistance center (tac) worked with the customer's it technician to troubleshoot the reported complaint. The it technician noted the facility's computer system had a recent windows upgrade and has been experiencing issues since. Olympus tac was able to confirm the serial digital interface (sdi) signal coming from the processor to an olympus monitor was good. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the tac troubleshooting, and the fact that the sdi-out of cv-190 is able to show the color bars on the monitor, it is likely there is no issues with the subject device.